Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer stated that the buttons are very difficult to press. The customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with no button response due to a flattened dome switch on the express and esc buttons. No button error alarms were noted. The pump also had minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.